Event description:
It was reported that the device would not power on with known good batteries. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be an electrical open between legs one and four of the l1 inductor on the analog pcb assembly. A replacement device was provided to the customer.